Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose value was 185 mg/dl at the time of the incident. The customer stated that they were able to clear the alarm but were unable to complete the insulin pump rewind. The customer was advised to revert to the back-up plan as per healthcare professionals. The device will not be returned for analysis.